Event description:
The embolization coil was being utilized during a splenic artery aneurysm embolization. Five coils were placed and the last coil placed was subsequently noted to be hanging out in the splenic artery. This caused it to become thrombosed and the pt underwent a splenectomy the following day.